Event description:
Reporter alleged blood glucose measured 310 & 202 mg/dl from one particular vial of test strips back to back to a different vial of test strips and obtained measurements of 123 & 114 mg/dl. Customer stated the tests were performed one immediately after the other and both vials contained the same lot number, use-by date, and catalog number on them. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.